Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated lead system was explanted. It was reported that the right ventricular transvenous defibrillation lead was exhibiting variations in the pacing threshold measurements. The pocket was opened because of suspected right ventricular lead dislodgement. It was reported that the right atrial and left ventricular transvenous leads were found with cuts in the insulation with blood/body fluid infiltration. Because of the explantation of the lead system, the crt-d has to be explanted as well. There was no allegation against the device. No adverse patient symptoms were reported.